Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose and dehydration on (B)(6) 2019 with blood glucose of 100 mg/dl. The customer experienced symptoms such as muscle spasm and dehydration. The customer was treated with fluids and intravenous drip. The insulin pump will not be returned for analysis.